Manufacturer narrative:
Manufacturer reference number: additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided; UDI not provided; re-processing information not provided; occupation of initial reporter not provided.

Event description:
According to the reporter, during a low anterior resection procedure, the device misfired. The surgeon stated that the staples didn't make the b shape. The staple line was incomplete. The knife blade cut, but the stapes didn't release. The staple line was completed manually with suture. The was unanticipated tissue loss and tissue damage due to the product problem. The current patient status is good. How the damage was treated/corrected. B) was the damage irreversible? The safety line lost and dr resutured the tissue manually, tissue damage was irreversible . Was there blood loss of 500cc or more due to the product problem? No . Was surgical time extended by more than 30 minutes due to the product problem? . Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. Did anything fall into the patient's cavity? A) if so, was it retrieved? Yes